Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery after bolusing. The blood glucose reading was 400 mg/dl. The customer reported that she is taking a thyroid medication. The customer reported high blood glucose symptoms of fatigue, headache, and itchiness. The customer treated with manual injection. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated. The infusion set was removed and it was noted that the cannula was bent. The customer was advised on techniques to avoid bent cannulas.